Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. The following other devices were also listed in this report: pressfit femur; cat# unknown; lot# unknown. Pressfit tibia; cat# unknown; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient's right knee was revised due to infection. The pressfit femur and pressfit tibia, poly and patella were explanted. A femoral component and poly was implanted with antibiotic cement as a spacer.